Event description:
It was reported that the insulin pump would shut off when the battery was changed and the display would not return right away. The customer's blood glucose went up to 550 mg/dl, as a result and the patient was able to treat with the insulin pump. There were several battery alarms received with new batteries, including battery out limit, weak battery, and bad battery. The insulin pump was not available for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.